Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net, the right ventricle (rv) lead showed inappropriate consecutive pre-mature ventricular contraction (pvc) episode caused by over sensed ventricular lead noise. The over sensed noise had led to pacing inhibition. No intervention or procedure was reported. The patient had no consequences.